Event description:
It was reported two devices were used to perform an esophageal dilatation on a premature infant. This particular device was the second device used in the procedure. An esophageal perforation was noted following the procedure. The pt was monitored post procedure, however, no treatment was necessary. The pt's present condition is good. Follow-up indicated no malfunction of the device occurred. However, the user facility felt the labeling did not clearly identify the device and the inappropiate sized device was chosen for the procedure. The device has been retained by the user facility, therefore, no failure analysis will be available. However, a review of the labels for these devices revealed the products were labeled correctly. This device is not a pediatric device. The procedure performed was a non-indicated procedure for this device. Co's directions for use state: "the microvasive maxforce tts high performance balloon dilatation is indicated for use in adult and adolescent populations to endoscopically dilate strictures of the esophagus...possible complications that may result from an esophageal balloon dilatation procedure include, but may not be limited to: perforation; hemorrhage; hematoma; septicemia/infection; allergic reaction to contrast medium."